Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number and expiration date were not provided. The field service representative found the cuvettes were contaminated and the rinse station cuvettes were not functioning properly. He cleaned the vacuum vessel, checked the vacuum circuit, replaced the spring holder of the rinse station, checked cuvette levels, adjusted the sodium hydroxide (naoh) level, replaced the cuvette (due to the presence of dry, white deposits above the cuvettes), and checked the degassing circuit. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 1034 ¿mol/l. The repeated result was 21 ¿mol/l.